Manufacturer narrative:
Investigation summary: it was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. During the procedure before going transseptal, the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was in the right atrium (ra). When trying to take the dilator, the orange cover (brim cap) disconnected from the carto vizigo¿ 8.5f bi-directional guiding sheath - medium valve allowing blood leakage. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced, and the issue resolved. The procedure continued and finished successfully without further issues reported. No patient consequences were reported. The device was inspected and the brim cap was broken off the hub. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified. The customer complaint was confirmed. An internal corrective action has been opened to investigate this issue. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 12/1/2020, noted a correction to the 3500a initial as in error "h1. Type of reportable event" was populated as a ¿serious injury¿ and should have been populated as a ¿malfunction". Therefore, this field has been corrected.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on (B)(6) 2020, noted a correction to the 3500a follow-up #2 as in error "g3. Date received by manufacturer" was populated as ¿12/1/2019¿ and should have been populated as ¿(B)(6) 2020¿.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. A manufacturing record evaluation was performed for the finished device 1065 number, and no internal action was found during the review. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the brim cap was detached. During the procedure before going transseptal, the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was in the right atrium (ra). When trying to take the dilator, the orange cover (brim cap) disconnected from the carto vizigo¿ 8.5f bi-directional guiding sheath - medium valve allowing blood leakage. The carto vizigo¿ 8.5f bi-directional guiding sheath - medium was replaced, and the issue resolved. The procedure continued and finished successfully without further issues reported. No patient consequences were reported. The brim cap being detached issue was assessed as a reportable issue. The biosense webster, inc. Product analysis lab received the device for evaluation on (B)(6) 2019 and the device was received in the condition reported as the brim cap was broken off of the hub. This issue remains reportable.